Manufacturer narrative:
(B)(4). On an unreported date, the catheter was removed and dianeal therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin 1 gram (route, frequency, and duration not reported) and amikacin 500 milligrams on alternate days (from vancomycin) (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis event. No additional information is available.